Event description:
Noted fluid discrepancies from set pt fluid removal rate (pfrr) at 0700h, may 14, in looking at data, this can be explained by incorrect weight alarms (+/-40ml). Spec of scales (+/-30mls), and "partial flow obstruction" of +/-120 mls per hour (although there was no alarm so it is assumed that this 120 mls was not reached, but I added in just in case). At 0800h, pfrr remained at 250 mls, there was no alarms and 505mls were removed from the pt (see rn flow sheet attached), this can not be explained using above mentioned reasons. Pc data attached for analysis we have in the past months getting a lot of queries on the accuracy of the scales and many times see fluid discrepancies that customer stated they never saw on the prismalflex machine. This is with the new and old scales. No pt injury or blood loss was reported.

Manufacturer narrative:
Add'l MFR narrative: the technical data files have been received and evaluated. The investigation shows that the reported incident is probably a "flow-rate discrepancy". Which is defined as a discrepancy between screen updates and user inputs. After setting the flow rate in the enter flow rates screen and returning the status screen, the flow rate shown in the status screen does not always match the rate set by the user.